Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2019, the patient began to experience pain in the left groin, hip, leg and knee. Reportedly, she had difficulty in walking and had urinary tract infections.